Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who noted they were using the monitor to measure patient's vitals, specifically spo2. According to the alarm review, for several minutes, no spo2 alarm occurred when the patient's spo2 pleth wave was flat from 10:12 am to 10:19 am. In addition, there was no spo2 reading being picked up. The philips rse used philips remote services (prs) to dial into the system to further investigate the reason for the tachycardia red alarm before the yellow alarm. It was discovered that in the room at 10:14 they paused all alarms, which stopped all alarms from coming through. To add to the issue, the sensor then came off during that time. When the sensor was reapplied, it registered the low spo2 alarm and then the desaturation alarm violation. The customer used a two-cable solution for spo2, and they think they had a defective adapter cable. A good faith effort (gfe) for sensor information was requested; however, the clinical staff did not have supply information. Based on the information received, there does not appear to be a device malfunction which caused or contributed to the reported delay in responding to the desaturation; however, a combination of use error, alarm management, and clinical workflow during use of the device may have been factors in the patient outcome. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported no spo2 alarm was generated for this ICU patient after several minutes when the pleth wave was flat and no spo2 reading was detected. When the spo2 dropped below 51% a yellow alarm was generated when the customer expected a red alarm, so the customer requested assistance in understanding the alarm behavior. The patient was stabilized after the desaturation event. Philips engineering reviewed the logs remotely, determining there had been a red tachycardia alarm and a user paused alarms, which stopped all alarms from coming through. In addition, the spo2 sensor was off during this time. When the sensor was reapplied, the low spo2 alarm (yellow) occurred, followed by the desaturation alarm (red). The cause of the delay in desaturation alarms was that the red tachycardia alarm has a higher priority than the spo2 alarm violation and then all alarms were paused for 2 minutes. The device was in use on a patient at the time of the event.